Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.

Event description:
The hospital reported that during preparation for the off pump coronary artery bypass, six heartstring seals did not load properly. The heartstring seals did not load into the deployment mechanism. Replacement unit was used to complete the procure, as planned. The hosp did not report any pt complications. Maquet sales representative was informed that this is the first problem they had since the user/loader is new to the product. This report is for the third seal.